Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device information is unknown. No information has been provided to date.

Event description:
It was reported that over 2 consecutive days, the cassettes were found with air in the infusion bag. The user then acted as the pump alarmed. The user noticed the presence of slight scratches on the medication bag inside the encasing, not ensuring the sealing and causing the presence of air. No patient injury was reported.

Manufacturer narrative:
Other text: device evaluation: two cassette product samples were received for evaluation. Visual inspection revealed no anomalies. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No actions were taken. D3, g1, g2 email address: (B)(6), corrected data: potential lot numbers reported: 4291407 and 4290166.